Event description:
While the kit was in use, the transducer disconnected between the administration set.

Manufacturer narrative:
The sample was discarded by the hosp, and no rep units were rec'd for the investigation. Attempts have been made to obtain add'l info. Upon completion of the investigation, a supplemental report will be submitted.